Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle broken and found while opening the package? Procedure date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on an (B)(6) 2021 and suture was used. During the procedure the dept of obg found the suture with needle broken condition inside the suture foil itself. She did not use the suture on the patient. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/25/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Retain sample analysis: five retain samples of each needle mrn 0001502764 and 0001505372 were retrieved for analysis.the needle retain samples were visually inspected for physical appearance, curvature, point, length etc, and attribute defects such as bend, cracked barrel, fins were found satisfactory, and results were found to be meeting specification requirement. Batch manufacturing records of raw needle were reviewed for in process stiffness and ductility tests and found satisfactory. No defects were observed in the retain sample. The above analysis shows that there was no issue related to processing of the lots. All the values are within the limits. Based on the above investigation this is not a confirmed complaint. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. The following additional information was received: the needle was broken and found while opening the package? Actually needle was not broken inside. Needle and suture strand thread were separated inside. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm whether the suture got separated from the needle during the surgery or prior the surgery or the needle was ground detached in the packaging.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/16/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 medical device problem code.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/16/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: complaint sample: 1 unit of opened complaint sample foil along with zipper tray, lid, suture and needle received for investigation for code nw1326 lot t1015. Suture received in partially disintegrated condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack was inspected under magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at bottom cavity side of the packs were observed. Returned needle was inspected with magnification and no defect was observed. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. Retain sample analysis: five retain samples of each needle mrn 0001502764 and 0001505372 were retrieved for analysis. The needle retain samples were visually inspected for physical appearance, curvature, point, length etc, and attribute defects such as bend, cracked barrel, fins were found satisfactory, and results were found to be meeting specification requirement. Batch manufacturing records of raw needle were reviewed for in process stiffness and ductility tests and found satisfactory. No defects were observed in the retain sample. The above analysis shows that there was no issue related to processing of the lots. All the values are within the limits. Based on the above investigation this is not a confirmed complaint. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval.